Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breah (non-electrical), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
Product analysis: the full lead was returned in segments, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "was implanted with an implantable cardioverter defibrillator (ICD)  and an right ventricular (rv) lead due to racing heartbeat. "As a direct and proximate result of the lead the patient sustained and will continue to sustain severe physical injuries and/or death." Caller reports 24 inappropriate shocks and oversensing. It was further reported that there was noise. An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased.

Event description:
An allegation from an attorney indicated the patient is deceased.